Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-50e, serial #: (B)(4), description: trial linear st lead, 50cm.

Event description:
A report was received that the patient had an infection at the lead site. The physician believed infection was not device related. The patient underwent a lead pull and was placed on antibiotics.

Manufacturer narrative:
Correction to the initial MDR in field h10. H10 should have been: UDI=08714729784067 additional suspect medical device component involved in the event: model #: sc-2218-50e serial #: (B)(4) description: trial linear st lead, 50cm a review of the manufacturing documentation for the trial leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the lead site. The physician believed infection was not device related. The patient underwent a lead pull and was placed on antibiotics.